Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016. Customer's blood glucose was 597 mg/dl at the time of the emergency room visit. Customer has high blood glucose, chest pain, and shortness of breath. Customer was also sweating and vomiting. Customer had a viral infection in pericardium. Customer stayed overnight and got insulin. Customer went through some testing and was released. Customer was told to stay off her insulin pump until she went to the endocrinologist. Customer was wearing the pump at the time of the emergency room visit. Customer stated that her old site is kind of sore but may be due to the injections from the old site. Customer found a bent cannula from the hospitalization tubing that was in her body at the time of the hospitalization. Customer removed the set before calling and found the tubing was bent. Customer was advised to remove the infusion set. Customer stated that the cannula was bent at 90 degrees.